Event description:
It was reported that during a laparoscopic gastric bypass procedure, the surgeon started the procedure by creating a gastric pouch using the device with blue reloads. The event occurred after the second firing when the scrub nurse wanted to put in place another blue reload. Noticed some difficulties when he tried to put the reload into the alignment notch. He showed me the device and I quickly saw that there is a technical defect within the jaws. The device could no longer be used and a new stapler had to be opened. From this moment everything went ordinary. Procedure was delayed ten minutes. There were no adverse consequences for the patient reported.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis found that the pse60a device was received in good visual condition and with no cartridge reload present. In addition, a cartridge pan was found lodged inside the channel. The pan was removed from the channel and the device was tested for functionality in the straight position with a test cartridge reload and it achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The reported event could not be confirmed as no damage on jaws was noted during the functional testing. While no conclusion could be reached as to how the pan became dislodged from the reload, it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications. As part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment. The batch record was reviewed and no anomalies were noted during the manufacturing process.